Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis and procedure was completed moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction showing error message ¿x-ray not possible¿ which was displayed on the screen system. Review of log file shows cause of the issue was disk bay. The fse replaced ippc and checked all the parts, found that all 3 disks and software were ok, no errors found. After replacement of ippc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura (fd20/20 biplane) system could not be used at all, two ippc became defective in less than a week. The system was in clinical use. During an intervention, "fluoroscopy is not allowed" message was appeared in the system. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.